Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the device/therapy was not causal or contributory to the patient's urinary tract infections.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the reason for the call the patient was having some issues with the programs. Patient had gone through all the programs. They had been in contact with the hcp and they said to contact the mdt representative. Patient is meeting with the hcp today at 3:30pm at the mayo clinic. Patient was having return of symptoms, reoccurring urinary track infections, and a weird sensation down the right leg. Patient said they kept changing the programs and still feels the weird sensation. At the beginning of the year the uti's started, the stimulation in the leg started a couple months ago in beginning of may. Patient would like the rep to give her a call. Sent email to the mdt representative.